Event description:
The customer programmed a total b-hcg sample in duplicate: a neat and an analyzer dilunon of 1/200. The neat result was 3.89 iu/l, and no result was posted for the diluted sample due to a condition code being posted. Both the neat and diluted result was 25330 iu/l. No report or medical action was taken on the initial result of 3.89 iu/l.